Manufacturer narrative:
Review of production records reveals no nonconformances related to the physical production of the device in question. This event is limited to the digital inputs of this particular case, as scans for two different patients were uploaded by an external user to the imaging slot for the case. Digial process control steps to verify patient identity and dob failed to catch the discrepancy, so the patient-specific components were designed to the incorrect scan. Despite the process failure, the surgeon was able to achieve a positive, acceptable result intraoperatively and the patient is doing well.

Event description:
It was reported that the implant, instruments, and model provided for a patient-specific case did not match the patient's anatomy. The surgeon reported that despite the difference in size, the operation was successful.